Manufacturer narrative:
H10: complaints database analysis also revealed that no similar event since unit installation in 2008. It cannot be ruled out that the most likely root cause is traced back to the encoder and the cpu board fault due to wear that led to the reported issue. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.

Manufacturer narrative:
The unit was received at livanova and tested: the error related to shaft angle encoder (e80) was confirmed. The defective shaft angle encoder, cpu board, display board, scp knob and fast clamp insert have been replaced. After replacing the parts, it was confirmed that there were no problems with operation and the unit was returned to its expected use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that shaft angle encoder defective (e80) occurred during extracorporeal circulation, and it was replaced with a roller pump because it did not disappear even when the power was turned on and off. Details, including health damage to patients, will be confirmed later. According to provided information, there is no report of any patient injury.

Manufacturer narrative:
Patient information were not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in japan. The device was inspected and error "e80" was reproduced in livanova japan office. The cause of the error was on the control panel side and the drive unit functioned correctly. The encoder will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.